Event description:
A healthcare facility reported via a fisher and paykel healthcare field representative that the heater wire pins of three rt200 adult breathing circuits were bent when taken off from the bags. This was found during device set-up, prior to pt use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a healthcare facility. Method: only 1 of the 3 affected rt200 adult breathing circuits was returned for investigation. The returned breathing circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: the heater wire adaptor plug could not be inserted to the heater wire socket in the expiratory limb. A visual inspection revealed that one of the heater wire pins was slightly bent. This prevents the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. This is not considered to be a high risk over a short period.